Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and pacemaker exhibited episodes of noise and oversensing with evidence of pacing inhibition in addition to a single high out-of-range pace impedance measurement. Provocation testing was performed in clinic and no significant noise was observed. The physician elected to not perform any further tests noting they would instead replace the lead at a later time due to suspected fracture. There were no observed instances of prolonged pacing inhibition/asystole or other adverse effects. It was noted that the physician declined to provide a planned date of revision nor will a company representative be involved in the revision procedure. The lead will not be returned following explant.